Event description:
It was reported doctor did a revision of left knee due to loose femoral components. Stem sheared off.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender from the femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review was satisfactory. Complaint history review indicates that there are no other similar events for the lot. The reported event was not confirmed. It is not possible to determine a root cause for this case as no medical records or explanted components were provided for this investigation. No further investigation for this event is possible at this time.

Event description:
It was reported doctor did a revision of left knee due to loose femoral components. Stem sheared off.

Manufacturer narrative:
The sales rep noted that the implant and further information is not available due to doctor and hospital policy. A supplemental report will be submitted upon completion of the investigation.